Event description:
The patient initially experienced pain in her lower back and hip. It felt like the neurostimulator was "pushed up against her skin". She was not able to bear weight on her right leg and felt tingling in her legs. The patient went to the emergency room where she was given an injection of benadryl and demerol. She still did not feel better. She subsequently experienced a shocking/jolting sensation that went down her right leg and lower back. She contacted her physician and was told to turn the device off for 2 weeks, but still experienced shocking. It was noted that the patient had fallen out of bed two weeks prior. She visited the ER where x-rays were taken. Results showed "nothing was broken". The patient was re-directed to her healthcare professional.

Manufacturer narrative:
(B) (4).